Event description:
It was reported that patient underwent knee procedure approximately 13 years ago. Patient returned to surgery 2008, for replacement of the tibial bearing and patella button. Wear was noted on components upon removal.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: evaluation of returned device found some subsurface cracking in a limited region, but did not appear to show any pitting or delamination wear. The peg on the backside was missing; apparently as a result of removal of the component during the revision surgery.